Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp)contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice during dwell 3 of 4. The hp stated the supply bag fell and disconnected the technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. On (B)(6) 2010, product surveillance contacted the hp who stated the bag fell due to a space between the table and wall where the bag is kept. No patient injury or medical intervention was reported.